Manufacturer narrative:
Block b3: exact date unknown, event occurred eight months prior to the date the manufacturer became aware.

Event description:
It was reported that the patients spinal cord stimulator (scs) implantable pulse generator (ipg) would no longer charge, and remote control would no longer connect with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.